Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post an affera ablation procedure, a patient experienced a hypoxic-hypercapnic event. It was noted when the patient was transferred to bed, there was absent co2 trace on manual ventilation, high pressure on mechanical ventilation, and small tidal volumes. There was a suspected dislocation of the endotracheal tube, leading to the insertion of an igel airway. The igel was subsequently removed, and the patient was re-intubated after arterial blood gas testing confirmed severe respiratory acidosis with an oxygen saturation of approximately 88-90%. The respiratory acidosis resolved on repeat arterial blood gas testing. The patient¿s hospitalization was prolonged, and the patient was transferred to the intensive care unit for continuation of care. Interventions included the initiation of intravenous propofol, rocuronium, fentanyl, metaraminol, and enoxaparin. The event was assessed by the sponsor as related to the index procedure but not related to the sphere-9 mapping and ablation catheter or the transseptal puncture. No further patient complications have been reported as a result of this event.